Event description:
It was reported that ongoing intermittent occlusion alarms occurred. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.